Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that it felt like they were constantly being electrocuted by the stimulation. Patient stated that they had been trying to get answers on it since day one and they were told it was positional and to turn stimulation down. Patient mentioned that they had to go to the hospital and they couldn't get into the tube or raise their arms above their head so they turned the stimulation off and sat there for 3 days without it on and they felt better and was able to move without the pain. Additional information was received, it was reported the patient turned off stimulator and was able to move without pain.